Event description:
Information received regarding the explanted device notes that the patient was admitted with bradycardia. The device exhibited no output, but "by re-initialisation" there was output for 30 seconds.